Manufacturer narrative:
(B)(4).

Event description:
The health care professional later reported that the patient's medical history was unknown, it was also unknown as to whether patient was taking other medications at the time of the event. The (magnetic resonance imaging) MRI was performed and no granuloma was detected.

Event description:
It was reported that the MRI technician was calling for compatibility guidelines; they were going to do an MRI to look at the catheter for a possible granuloma. No additional patient symptoms were reported. There was no allegation against the implanted system. The drug the pump was being used to infuse was unknown. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain interventions, outcome, drug in the pump, MRI results, and cause of the possible granuloma. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).